Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that total parenteral nutrition (tpn) was ordered to infuse at a rate of 65ml/hr with total volume of 1,560ml for 24 hours (including bag overfill of 30ml, total of 1,590ml). The infusion was started at 6:00pm on (B)(6) 2021. By 3:30am on (B)(6) 2021, the tpn bag was found dry and appeared as if the patient received the entire volume in 9.5 hours. The nurse double checked the orders (rate of 65ml/hr), which was correct. It was also observed by the nurse that the pump did not alarm air-in-line when the bag was found empty; however, the nurse also noticed that the tubing line was not completely dry. The physician was notified, blood sugar was checked, and laboratory specimen was collected. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of data provided by user/third party, c20 - no findings available. Correction: returned to manufacturer on. Additional information: imdrf annex a,b,c,d and g codes.

Event description:
It was reported that total parenteral nutrition (tpn) was ordered to infuse at a rate of 65ml/hr with total volume of 1,560ml for 24 hours (including bag overfill of 30ml, total of 1,590ml). The infusion was started at 6:00pm on (B)(6) 2021. By 3:30am on (B)(6), 2021, the tpn bag was found dry and appeared as if the patient received the entire volume in 9.5 hours. The nurse double checked the orders (rate of 65ml/hr), which was correct. It was also observed by the nurse that the pump did not alarm air-in-line when the bag was found empty; however, the nurse also noticed that the tubing line was not completely dry. The physician was notified, blood sugar was checked, and laboratory specimen was collected. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that total parenteral nutrition (tpn) was ordered to infuse at a rate of 65ml/hr with total volume of 1,560ml for 24 hours (including bag overfill of 30ml, total of 1,590ml). The infusion was started at 6:00pm on (B)(6) 2021. By 3:30am on august 18, 2021, the tpn bag was found dry and appeared as if the patient received the entire volume in 9.5 hours. The nurse double checked the orders (rate of 65ml/hr), which was correct. It was also observed by the nurse that the pump did not alarm air-in-line when the bag was found empty; however, the nurse also noticed that the tubing line was not completely dry. The physician was notified, blood sugar was checked, and laboratory specimen was collected. There was patient involvement but no harm.